Manufacturer narrative:
A ge service rep performed an on site investigation. An adjustment was made on the battery charger. The system was then found to be operating as intended.

Event description:
The customer reported, the system displayed an error code message and thereby failed to produce fluoroscopy x-ray. No report of pt injury.